Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was performed successfully with two prostyle devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sheath was upsized to greater than 8f and the tavi procedure was completed. Reportedly post procedure, knot advancement of the two prostyle sutures were successful however, an additional device was required to achieve complete hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.